Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ventricular lead. The lead was capped and replaced. Patient condition was stable during and post procedure.